Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that trial patient's output was a lot less and inquired if they had an bladder infection. They were concerned about utis because they were not voiding as much. Additional information was received on 2017-sept-03 reporting that trial patient was bad the day prior but today was better in terms of symptoms. They mentioned bandage was soiled and couldn't wait to get soiled bandage off and expressed frustration with physician. Trial patient stated that they had edema and took lasix to help with fluid retention therefore she voided more frequently due to that. Patient stated she usually has to take a cocktail of laxative pills in order to have bms and she's noticed the texture of her bms have changed, they are soft and formed now. Patient also reported having vaginal odor and wants to disconnect to shower. No further complications were reported.